Event description:
The manufacturer received information alleging a ventilator inoperative error had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.